Event description:
There was no pt involvement in this event. This device malfunctioned because the pad-paks are being depleted before their expiry and the green status indicator is constantly lit. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. On the (B)(6) 2011 the device was appears to be switching itself on automatically with recordings of multiple 10 minute events on the same day. This depleted the pad-pak and the device was left in fault mode until a new pad-pak was inserted on (B)(6) 2012. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.